Event description:
It was reported via legal documentation that approximately 88 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, rehabilitation, pain and suffering, past and future cost of medical care, loss of earning capacity, and mental and emotional distress. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: 3738575 02-010-01-0250 - logic femoral ps cem left sz 5. 3946045 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. 2422278 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.